Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent on: (B)(6) 2006 vaginal colporrhaphy with resection of the vaginal adhesions as well as laparoscopic lysis of adhesions and fulguration of endometriosis due to severe dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent lavh and bso. No additional information was provided.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted and on (B)(6) 2005 and mesh was implanted and (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of the internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.